Manufacturer narrative:
(B)(4). At this time, the suspect device is in the process of being evaluated by a vyaire medical authorized service center, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the units blender was not accurate. When set to 60%, the output was 41%, and when set at 90%, the output was 77%.